Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was rep said patient is getting scs explanted on (B)(6) 2022 due to infection. It is unknown when the infection started. The patient's weight is unknown. Troubleshooting was not required. The issue was not resolved through troubleshooting.